Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The surgeon also stated that there does not appear to be any retained viscoelastic, and the lens capsule is well opposed to the pt. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. No root cause could be identified by the investigation. (B)(4).